Manufacturer narrative:
(B)(4). Batch #: u5eu7k. (B)(4). Additional information received: a photo was received for review. The photo shows a blue reload inside of a plastic bag and two loose drivers can be see in the package. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Please see device analysis below. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Upon visual analysis of the returned sample, it was determined that one ecr60b reload was returned unfired, with one single driver and four double drivers missing, and one more double driver out of position, making the reload non-functional. In addition the reload pan was noted to be partially dislodged from left proximal side. It should be noted that product failure is multifactorial. No conclusion could be reached on what may have caused the reload pan to dislodge. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the left upper lung wedge resection surgery, opened the packing and piece of sled fell off. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.